Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pacing impedance trend stable at approximately 525 ohms through week of (B)(6) 2016 then increases to >9999 ohms by week of (B)(6) 2016. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management trend average threshold stable at 0.5v until week of (B)(6) 2016 until began increasing up to 1.125 v by week of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high atrial thresholds and impedance through the implantable pulse generator (ipg). A revision was planned since the device was at recommended replacement time (rrt). During the procedure, the right atrial (ra) lead was tested via the pacing system analyzer and results indicated the parameters were normal. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated, if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.